Event description:
Information received indicates the bed has no power going to the siderails.

Manufacturer narrative:
The technician found the power control module had no voltage on either side. The technician replaced the power control module to repair the bed.